Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. One electronic video was returned for evaluation. The video shows a clinician trying to infuse one hickman s/l chronic catheter implanted in a patient. Upon infusing, ballooning of catheter was noted just distal to the catheter sleeve. Therefore, the reported stretched and material protrusion/extrusion issues can be confirmed. A definitive root cause for the deformation of catheter during use and/or catheter occlusion could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).

Event description:
It was reported that post catheter placement procedure and when the balloon was visualized during administration of atb, the balloon was allegedly noted to be stretched and protruded. There was no reported patient injury.